Event description:
The customer reported that the pump had an alarm. It was stated that the customer had ketones. Troubleshooting was performed. The programming and histories on the pump were accurate. A fixed prime test was done and the insulin exited. Two days later, the customer treated for low bg. Also it was mentioned that the customer often goes low in the middle of the night and the ambulance is called at least once every three months. Instructed the customer to change out the set and site including the reservoir. The customer removed the cannula and noted that it was bent. A day later the customer called back again. They had high bgs and will be treated with a manual injection.